Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix was slightly stretched. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the heart wall and lung. A computerized tomography (CT) scan was performed which showed the lead perforated into the pleural cavity. The patient was admitted to the hospital. An invasive procedure was performed a couple days later. The lead was explanted and replaced. No additional adverse patient effects were reported.